Manufacturer narrative:
Product was discarded and can not be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 295 mg/dl (system 1), 106 mg/dl (system 1), and 104 (system 2). The results were obtained using the same vial of test strips.